Event description:
It was reported that during a case using the cranial map software, there was an inaccuracy.

Manufacturer narrative:
H6 codes have been updated to reflect the conclusion of the investigation. Corrected data: d4. Additional data: h4.

Event description:
No new information.